Event description:
Medtronic received information that during the implant procedure of the transcatheter bioprosthetic valve, the delivery catheter system (dcs) handle broke in half while loading the valve on the back table. The handle was reassembled, however, a different dcs was used for the case. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, the dcs was received with the handle components detached from the dcs, the capsule partially opened, and the end cap/screw gear snap fit connected. Visual analysis showed the tip-retrieval mechanism, capsule, inner member shaft, and spindle hub appeared intact with no evidence of damage. During functional testing, during the retraction of the capsule, the actuator components separated. Both tab 3 and tab 4 had a hairline fracture at the point where the tab protrudes from the male actuator component. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.